Event description:
A revision of a rt-plus pe-insert has been reported due to seroma one week after first revision surgery. The first revision has been reported earlier today under ref. 9613369-2015-00019.

Manufacturer narrative:
(B)(4).